Event description:
It was reported that a pause episode occurred the day after the implantable cardiac monitor was implanted with no other events. The pause appeared to be loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).